Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, e1, h4.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿device rupture¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening, assessed as an unidentified tear. The shell thickness was within specification. As per the investigation procedure crease fold was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with another manufacturer's device.